Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer via lcac who contacted the company to report adverse events and product complaint (pc) concerned an asian female patient of unknown age. Medical history included familial diabetes mellitus, cholecystitis and gallstones stuck. Concomitant medications included metformin, voglibose and linagliptin, all for unknown indications and unspecified traditional chinese medicine and wear hearing aids for sudden deafness. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via a reusable pen (humapen luxura, burgundy), initially at unknown dose and frequency via subcutaneous route, for diabetes mellitus, beginning approximately in 2012. She also started humapen luxura, burgundy approximately in 2012. On an unknown date in 2013, because her ears could not hear she went to the doctor in the hospital. The doctor told her that it was sudden deafness and the doctor prepared traditional unspecified chinese medicine, hyperbaric oxygen chamber for treatment and wearing hearing aids. The situation of deafness has not improved so far. The event of sudden deafness was considered as serious by the company due to its medical significance. On an unknown date in 2016, while on human insulin isophane suspension 70%/human insulin 30% therapy, she was hospitalized in endocrine department of hospital to regulate blood glucose and was discharged after ten days in hospital. Doctor changed order to short-acting insulin (specific name was unclear) at tid (in the morning, at noon and at night and specific dose was unknown) and long-acting insulin once in the evening (which insulin was unclear). She did not use long-acting insulin, and the blood glucose could not be controlled. On an unknown date in 2017, the doctor changed the dose into 32 units in the morning and 32 units at night. After that, it was not well controlled. On an unknown date in 2020 the doctor suggested not to use so much, she was insulin resistant, and let her slowly reduce the dose, and then she reduced it to 20 in the morning and 20 at night. On (B)(6) 2021, after she went to the doctor due to cholecystitis and gallstones stuck, the doctor told her that she needed operation after blood glucose control. The events of cholecystitis and cholelithiasis were considered as serious by the company due to its medical significance. On an unknown date in (B)(6) 2021, when she was injecting, it was noticed the humapen luxura, burgundy was stuck (as reported) and the dose window was blurry ((B)(4) and lot no 0904b03). Outcome of sudden deafness and blood glucose could not be controlled were not resolved and outcome of remaining events was unknown. Additional corrective treatment details were not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapen luxura, burgundy was patient, and her training status was unknown. The humapen luxura, burgundy model duration of use and the suspect duration of use was approximately 10 years (started approximately in 2012). The action taken with the suspect humapen luxura, burgundy was not provided, and its return was expected. The initial reporting consumer considered the relatedness of events with received human insulin isophane suspension 70%/human insulin 30% therapy as unknown and did not provide the relatedness of events with humapen luxura, burgundy. Update 27-jan-2022: information received from the initial reporter on 24-jan-2022. Updated outcome of the event blood glucose could not be controlled from unknown to not recovered. Updated narrative with new information. Edit 01feb2022: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 23feb2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen luxura device was stuck and the dose window was blurry. She experienced abnormal blood glucose. Investigation of the returned device (batch 0904b03, manufactured april 2009) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The investigation also found that the front housing was cracked (which did not affect device function), and the lens was partially cloudy due to exposure to an unknown chemical in the field, not related to the manufacturing process. The core instructions for use states, "do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, as this could damage the pen." The patient reportedly used the device for ten years. The core instructions for use state the humapen luxura is designed to be used for up to six years after first use. There is evidence of improper use or storage. The damage on the device due to exposure to an unknown chemical occurred while in the field (not related to the manufacturing process). In addition, the patient used the device beyond its approved use life. The damage and misuse are not likely related to the event of abnormal blood glucose as the device met dose accuracy specifications.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer via lcac who contacted the company to report adverse events and product complaint (pc) concerned an asian female patient of unknown age. Medical history included familial diabetes mellitus, cholecystitis and gallstones stuck. Concomitant medications included metformin, voglibose and linagliptin, all for unknown indications and unspecified traditional chinese medicine and wear hearing aids for sudden deafness. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from a cartridge via a reusable pen (humapen luxura, burgundy), initially at unknown dose and frequency via subcutaneous route, for diabetes mellitus, beginning approximately in 2012. She also started humapen luxura, burgundy approximately in 2012. On an unknown date in 2013, because her ears could not hear she went to the doctor in the hospital. The doctor told her that it was sudden deafness and the doctor prepared traditional unspecified chinese medicine, hyperbaric oxygen chamber for treatment and wearing hearing aids. The situation of deafness has not improved so far. The event of sudden deafness was considered as serious by the company due to its medical significance. On an unknown date in 2016, while on human insulin isophane suspension 70%/human insulin 30% therapy, she was hospitalized in endocrine department of hospital to regulate blood glucose and was discharged after ten days in hospital. Doctor changed order to short-acting insulin (specific name was unclear) at tid (in the morning, at noon and at night and specific dose was unknown) and long-acting insulin once in the evening (which insulin was unclear). She did not use long-acting insulin, and the blood glucose could not be controlled. On an unknown date in 2017, the doctor changed the dose into 32 units in the morning and 32 units at night. After that, it was not well controlled. On an unknown date in 2020 the doctor suggested not to use so much, she was insulin resistant, and let her slowly reduce the dose, and then she reduced it to 20 in the morning and 20 at night. On (B)(6) 2021, after she went to the doctor due to cholecystitis and gallstones stuck, the doctor told her that she needed operation after blood glucose control. The events of cholecystitis and cholelithiasis were considered as serious by the company due to its medical significance. On an unknown date in (B)(6) 2021, when she was injecting, it was noticed the humapen luxura, burgundy was stuck (as reported) and the dose window was blurry (pc no (B)(4) and lot no 0904b03). Outcome of sudden deafness and blood glucose could not be controlled were not resolved and outcome of remaining events was unknown. Additional corrective treatment details were not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The operator of the humapen luxura, burgundy was patient, and her training status was unknown. The humapen luxura, burgundy model duration of use and the suspect duration of use was approximately 10 years (started approximately in 2012). Suspect humapen luxura, burgundy was returned to manufacturer. The initial reporting consumer considered the relatedness of events with received human insulin isophane suspension 70%/human insulin 30% therapy as unknown and did not provide the relatedness of events with humapen luxura, burgundy. Update 27-jan-2022: information received from the initial reporter on 24-jan-2022. Updated outcome of the event blood glucose could not be controlled from unknown to not recovered. Updated narrative with new information. Edit 01feb2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24feb2022: additional information received on 23feb2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc (B)(4) associated with lot number 0904b03 of humapen luxura, burgundy. Updated malfunction from unknown to no, date of manufacturer, device return status to returned to manufacturer, and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.